Event description:
It was reported there was pain at the stimulator site. The cause of the pain was the therapy, and the system was explanted. The patient outcome was not known.

Manufacturer narrative:
(B)(4).